Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 6. Reference MFR. Report#: 1627487-2018-04547, reference MFR. Report#: 1627487-2018-04550, reference MFR. Report#: 1627487-2018-04555, reference MFR. Report#: 1627487-2018-04561, reference MFR. Report#: 1627487-2018-04563. It was reported the patient was only receiving effective stimulation coverage on the right side. X-rays revealed the patient's left leads had migrated. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the left leads were repositioned. Reportedly, effective stimulation coverage was achieved following the procedure. Please note: the patient has 2 scs systems. It is unknown which leads had migrated. Therefore, all suspected devices are being reported.